Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that patient's right femur was revised due to lateral hip pain. A 10.5x105mm lag screw was revised to a 10.5x90mm lag screw. Rep has provided pre-op and post-op x-rays and reported that additional x-rays, medical records, and further information will not be released by the hospital or surgeon. Rep indicated that he did not observe any damage to the nail. The nail was not revised.